Manufacturer narrative:
The customer reported tubing separated at the luer lock, and returned one sample and one photo of material mz9329, lot 24109217. Upon initial visual examination, the set verified the complaint of separation at the maxzero/tubing connection. The tubing was examined under a microscope, and insufficient solvent was found. The manufacturing plant found the root cause for the separation at maxzero luer to be related to incorrect solvent application. The plant did not take any actions to address the failure as the line for material mz9329 was reactivated at a different bd plant, starting march 10th, 2025. The plant that produced this batch is no longer producing the material number. The plants are in communication about all quality issues through the changeover. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero extension set was separated. The following information was received by the initial reporter with the following verbatim it was reported by the customer that tubing separated from the luer lock.